Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was torn across the up and down arrow buttons, and peeling along the edge, exposing the button contacts. During testing, the up and down arrow buttons were intermittently unresponsive and required multiple presses to engage; all other buttons were responsive. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was found to be dim/faded. A test screen was inserted and functioned appropriately.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the up arrow and down arrow keypad buttons were intermittently unresponsive. Reportedly, the keypad was peeling on the top of the pump. It could not be determined if the tactile issues began prior to the damage. The reporter denied evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.